Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant the patient experienced ventricular tachycardia (vt), ventricular fibrillation (vf) and the patient fainted. The right ventricular lumen was narrowed due to hypertrophic cardiomyopathy, and premature ventricular contractions (pvc) occurred frequently when the delivery system was slightly operated, so it was determined that the patient had a heart disease. The small right ventricle, close to the hinge in the mid septum. It was tried to advance the delivery system to a lower position, the catheter could not be fixate and continued to rise. When searching for the placement position several times and operating the catheter, the pvc were high in the first place, but the vt changed to vf and the patient fainted. The operation was stopped and a direct current shock was provided. Afterwards, the catheter was carefully operated despite the frequent occurrence of pvc, and the catheter was placed in the upper septum proximal to the rv outflow tract. The leadless ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.